Manufacturer narrative:
G4: 29oct2020 b4: (B)(6)2020 a central processing unit (cpu) was returned for analysis. Visual inspection of the returned cpu revealed no anomalies noted. An investigation was performed, this is a failure of ls1. Ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
The customer reported a failure in the alarm-silence feature during checking before use. The service technician confirmed the failure reproducibility. In addition, the technician observed an occurrence of "check vent: backup alarm failed" in the repair center and occurrence record of the alarm was also confirmed in the drpt (diagnostic report). The service technician also indicated the reported "failure in alarm-silence feature," alarm cannot be silenced at the time of occurrence of backup alarm failed and "there is no alarm that can be silenced" is displayed due to the specification. The cpu (central processing unit) board needs to be replaced. Since replacement cpu boards are out of stock, repair will be performed when they arrive. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the cpu board and the phenomenon was resolved. Overall checking, cleaning, run testing, and a function test were performed. The software was checked as version 2.30.